Event description:
Additional information received states that the charge nurse doesn't know which handle it was that had metal fragments come off of it and has since been to the engineering department and had the rough edges smoothed off, therefore now unable to tell the handles apart. In regard to splintering off, there was small rough edges of metal on the handle that had been hit multiple times. One of the rough sections had become weak enough that a small piece of metal had broken off and become embedded in someone's finger. Also, the employee is fine. There was only a small fragment that splintered into their finger. It bled slightly and caused a small amount of pain but otherwise it was removed, and no other concern was noted in this instance.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> *********re-opened 17 august 2020****************** the complaint was re-opened due to the products being received in australia and examined by the depuy australia engineering dept the returned instrument was assessed by depuy australia and the complainants findings confirmed. The assessment was that the complaint was due to wear and tear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received a text message from (B)(6) (orthopaedic charge nurse) about corail broach handles that are severely worn/damaged from being inserted & removed with a mallet over many years. This has created sharp edges on the side of the handles, and one of which splintered off a metal shard which lodged in a cssd employees hand when decontaminating the instrument post-operatively. All the handles are in the same condition, and need replacing to be considered safe by the hospital. Did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? No, patient status/ outcome / consequences no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study : unknown, ip (B)(4). Device property of none, device in possession of hospital by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: review of the photo confirmed the failure mode as confirmed. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H6 patient code: no code available (3191) used to capture the absence of treatment and minor injury.